Event description:
It was reported that the a-line transducer on triple would not zero during use. Reportedly, the a-line wave form went off the screen and could not be re-zeroed. It was further reported that the a-line was non-detectable on the monitor even after changing the cables. Reportedly, the incident occurred during open heart surgery.

Manufacturer narrative:
The device was not returned for evaluation.